Manufacturer narrative:
Additional information was received that the trial leads were removed since the patient did not like the stimulation feeling.

Event description:
A report was received that the trial patient's leads were pulled out because she was experiencing a device-related discomfort. The patient was reportedly doing well after the procedure.

Event description:
A report was received that the trial patient's leads were pulled out because she was experiencing a device-related discomfort. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. The explanted leads were not returned to bsn as it was discarded by the medical facility.